Manufacturer narrative:
The reported field event of ventricular set screw could not be untightened to remove the ventricular lead was confirmed. The calcified blood filling the inset and coating the inset walls was difficult to penetrate with the torque wrench. The ventricular lead could be removed after the removal of calcified blood. The presence of blood was most likely due to damage of septum in the form of a hole punched through it. The device had normal depletion.

Event description:
It was reported that during routine device replacement procedure, the lead could not be removed from the ventricular port of the pulse generator due to setscrew anomaly. The connector and the resin were damaged by the sterilized pliers when the lead was attempted to be removed from the connector. The device was explanted and the existing lead was capped and a new device and lead were implanted. The procedure was completed without any adverse consequences to the patient.